Event description:
It was reported that an open circuit was found upon checking impedance values for the first time on a stage 2 implant. All combinations with contact #11 on the right lead were above 40,000 ohms. The patient's neurostimulator had not been turned on yet, and it was noted that all components remained implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3387s-40, lot# v951526, implanted: 2012 (B)(6), explanted: na; lead model 3387s-40, lot# v951526, implanted: 2012 (B)(6), explanted: na; extension model 37085-40, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; extension model 37085-40, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; programmer model 37642, serial# (B)(4).